Event description:
It was reported that a spectrum pump had an issue described as "upstream." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "upstream" condition which was not reproduced during evaluation. A review of the event history log identified multiple occurrences of upstream occlusion alarms. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor and pusher were replaced.